Event description:
It was reported that the asymptomatic patient presented for device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient is doing fine after the replacement procedure.